Event description:
One day postoperatively, echocardiogram demonstrated a normal function valve with a pressure gradient of 17 mmhg. Days later (date unknown) the pt's condition deteriorated and echocardiogram demonstrated no valve dysfunction; however, a high pressure gradient was observed. The valve was explanted and replaced with a porcine valve. The pt expired thirteen days later.